Event description:
This rv lead was implanted in (B)(6) 2015 and was explanted on (B)(6) 2017 due to staphylococcus aureus infection. The physician was dr. (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)